Event description:
It was reported that during a bph surgical procedure at 40 minutes, the fiber "melted", "firing the laser through open cracks in the fiber", and "the laser energy was emitted from different parts of the fiber tip" were noted. The procedure was concluded with the same fiber, once the procedure were finished (the fiber begun to fail in the end of procedure). Patient outcome: "stable" reported.